Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced tinnitus and poor in performance. The results of an integrity test indicated normal receiver stimulator with multiple electrode anomalies. The device was explanted (B) (6), 2010 and the patient was reimplanted with a new device during the same surgery.

Event description:
The account alleges that the hi/low will not function, which prevents the device from going into trendelenburg or reverse trendelenburg.